Event description:
It was reported that this lead exhibited impedance issues and loss of capture (loc). A revision procedure was performed and it was surgically abandoned and replaced. No additional adverse patient effects were reported.